Event description:
The unit was returned under warranty with no correspondence. Our examination revealed a 1/4" burn hole in the cover, caused by a broken thermostat terminal.

Manufacturer narrative:
The unit was returned under warranty with no correspondence. Our examination revealed a 1/4" burn hole in the cover, caused by a broken thermostat terminal. This type of damage is typically associated with misuse of the pad by applying an excessive force directly to the thermostat. We have implemented a CAPA project (B)(4) to better protect the thermostat from abuse.